Event description:
It was reported that right atrial (ra) lead exhibited a trend of rising and high impedance. It was also reported that the ra lead exhibited a polarity switch. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.